Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the output connector was worn. The turret motor may have failed due to aging deterioration of the turret motor due to repeated use for a long period of time, because more than 11 years have passed since the device was delivered. Omsc concluded that this prevented the turret from moving into place, which could have detected the turret error and signaled the error with an error sound and blinking front panel indicators. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device beeped on startup and all lights on the front panel lit up. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that all leds on the front panel were lit up due to a turret motor failure.